Event description:
It as reported to abbott that the patient had lost therapy at an unknown time. The patient underwent ipg replacement surgery to replace the inoperable ipg. Therapy was restored post op.